Event description:
It has been reported via sales rep that: surgery (B)(6) 2011 (approx.): the ref (B)(4) were explanted and replaced (see (B)(4); MFR # 2249697-2011-00926). Pt was not discharged from hospital (B)(6). There was a product luxation. Surgery (B)(6) 2011: all implants were explanted and replaced.

Manufacturer narrative:
The following devices were also listed in this report: c-taper cocr lfit head 28mm/-3, cat# 06-2898, lot# mjnl13; trident psl ha cluster 58mm, cat# 542-11-58g, lot# n34m; acetabular dome hole plug, cat# 2060-0000-1, lot# mjpydr; 6.5 cancellous bone screw 35mm, cat# 2030-6535-1, lot# mjt5pk, mjter2 and mjt3hv; 6.5 cancellous bone screw 30mm, cat# 2030-6530-1, lot# mjre50; 6.5 cancellous bone screw 20mm, cat# 2030-6520-1, lot# mjrp2t. It cannot be determined which, if any of these devices may have caused or contributed to the reported product luxation. An eval of the device(s) cannot be performed as the device(s) was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.